Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 20 mg/ml of dilaudid at 8 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump was alarming. The patient noted that their healthcare provider (hcp) discharged them because they missed 2 orthopedic appointments. As such, the patient had missed a scheduled refill in the first part of (B)(6) 2017. The patient inquired how long before the pump runs out of medication once the pump starts alarming. The patient noted that the pump alarm began 2 days prior to the date of the report. No symptoms were reported. No further complications were reported.